Event description:
It was reported that the customer was experiencing high blood glucose levels (500 mg/dl). Customer has recently had adenoid surgery. She received a 3.99 unit bolus via the pump and did a tubing fill to stabilize her blood glucose levels. Customer is currently using humalog and states she changes her infusion site and insulin every three days.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.